Event description:
It was reported that two (2) large volume infusors leaked. The device was filled with chemotherapy medication. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.